Event description:
Clinic notes were received for patient's vns replacement referral. Notes dated (B)(6) 2015 indicate that the patient is seizure free but has seizures during periods of illness. It was also noted that vns is not as effective as it used to be, referring to the patient's seizures. No side effects of the vns was noted. Additional information was received from the nurse that the it is unknown if the patient's seizures are at or above pre-vns baseline. It was reported that the patient's family decided that they are not pursuing replacement at this time and are going to adjust vns settings with the neurologist. It was unclear if the seizures are due to patient's condition or if vns efficacy is in question.